Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed exiting the infusion set tubing during the fill tubing process. Customer's blood glucose was 289 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.